Event description:
Pt had high grade splenic lacerations following a traumatic event. Splenic arteriogram was performed. The 5 french catheter was advanced easily into the proximal splenic artery. A retrievable interlock 0.035 coil was advanced into the catheter and into the splenic artery. It was noted that the coil was slightly undersized for the vessel and the function of the interlock coil is that it may be retracted easily and removed from the catheter prior to deployment. When this was attempted, the coil released within the catheter, while the coil was partially deployed, out the distal end of the catheter. This was immediately realized, and a 0.035 wire was advanced into the diagnostic catheter to attempt to push the remainder of the coil out of the catheter. The coil would not advance out of the catheter. Thus, a small syringe was filled with normal saline and forceful injection of the catheter advanced the coil into the splenic artery. However, a small hairline extension an abnormal broken part of the coil was connecting the coil mass to the distal end of the catheter. A second non-retrievable coil was advanced into the catheter but could not be deployed. The entire catheter was then removed and procedure started over with a new catheter. Original coil was able to be retrieved and there were no ill effects to the pt.